Event description:
It was reported that the right ventricular lead had a rise in impedance since implant. The lead integrity alert tripped for out of range impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had a rise in impedance since implant. The lead integrity alert tripped for out of range impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event. It was additionally reported that the capture thresholds had risen. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.